Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers and depicted the broken device. The device had broken at the distal end of the shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the risk management files found that the failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in failure of the instrument. A clinical investigation concluded that the broken shaft seen on the provided photo confirmed its removal from inside of the patient. Per report, a backup device was available, there was no harm to the patient and less than a 3 minute delay. Since the broken piece was removed and it was reported the product was not available to return for evaluation, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, use of the device as a lever, or twisting of the device tip.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a surgery the accu-pass had a difficult angle to access so the shaft broke off. The procedure was successfully completed without a delay of less than 3 minutes and using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.